Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification tests and visual inspection. Visual inspection found the downstream occlusion (dso) sensor seal was broken. Replaced downstream occlusion seal. Conducted performance verification tests. Device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.